Manufacturer narrative:
The subject device has not been returned to olympus medical systems corp. (Omsc) for evaluation. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that during the incoming inspection for repair at the service department of olympus medical systems (B)(4), it was found that the scope communication error b30 was displayed due to the failure of the electrical circuit board when pcf-h190l, cf-h190l or gif-xp190n was connected to the subject device. There was no report of patient injury associated with this event.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Omsc reviewed the manufacture history (DHR) of the subject device and confirmed no irregularity. The exact cause of the event could not be conclusively determined. However, based on information from olympus medical systems india (omsi), the reported phenomenon could have been to initial failure or accidental failure of the electrical circuit board.